Manufacturer narrative:
H3: product analysis as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box, within a sealed plastic biohazard pouch and within an opened echelon-10 inner pouch. A second echelon-10 micro catheter was also returned and will be addressed in pli-10. Visual inspection/damage location details: no damages were found with the echelon-10 hub, or micro catheter body. The distal ~2.6cm of the micro catheter appears to have been shaped. The distal tip and distal marker band were found broken/separated from the remaining catheter, exposing the inner braid and inner liner. The inner liner was found damaged. Testing/analysis: the echelon-10 micro catheter total length was measured to be ~155.8cm and the usable length was measured to be ~1 47.9cm, which is still within specification (specification: total (ref) = 155cm, usable: 147cm ± 1.5cm). The micro catheter was flushed, and water exited the distal end only. An in-house mandrel was inserted into the echelon-10 micro catheter hub, through the catheter and out the distal end with resistance encountered near the distal tip. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed. The break edge appears to be jagged with light stretching observed. Customer reported that the break was found following tip shaping. Possible causes are using a heat source other than steam, holding the catheter tip too close to the heat source (1 inch), not using the shaping mandrel, due to holding the device against the heat source too long (approximately 10 seconds), or due to removal of the shaping mandrel prior to allowing the catheter tip to cool following shaping. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the breaks was not determined.

Manufacturer narrative:
H3: device received, analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after normal hydration, it was shaped, but after shaping, it was found that the tip end was broken, so the microcatheter of the same brand and model was replaced to continue. But again, the tip end was broken after shaping. The only way to complete the operation was to replace the microcatheter of another brand. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a left side, cavernous sinus aneurysm. It was noted the patient's vessel tortuosity was minimal. The access vessel was the femoral artery with a diameter of 7 mm.